Event description:
Single site robotic hysterectomy performed with use of fenestrated bipolar forceps. Instrument started smoking at tip after being cleaned. It was replaced with a new one and the case was completed. Defective instrument sent to facility biomed for safekeeping until intuitive rep came to do "field testing" for cause of fault. Diagnosis or reason for use: recurrent gestational trophoblastic disease. Event abated after use stopped or dose reduced: yes.